Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the handpiece device trigger was blocked, jammed, and heavy moving. It was noted that the trigger was rough running, and internally corroded. It was further noted that the handpiece had a rough running trigger due to corrosion and worn out saw blade holder, setscrew and bearings. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.